Manufacturer narrative:
Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), and block h4 (unique identifier (UDI) #) have been updated based on the additional information received on december 03, 2024. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to the first of two resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy for screening with polypectomy procedure performed on (B)(6) 2024. During the procedure, a clip that could not be opened was used first, then two clips were used successfully which were challenging to deploy. The procedure was completed with the original devices. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy for screening with polypectomy procedure performed on (B)(6) 2024. During the procedure, a clip that could not be opened was used first, then two clips were used successfully which were challenging to deploy. The procedure was completed with the original devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.